Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report for inability to remove the lock line, which could result in lock line breakage or a portion of the lock to be left in the patient anatomy. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve leaflets and deployment steps were started. All deployment steps were performed according to the instructions for use (IFU). It was confirmed that there were no knots in the lock line. One end began to be retracted, but became stuck at approximately 15-20 cm. A couple attempts were made to carefully pull the lock line, but a lot of resistance was noted and only one end of the line was still outside the lock lever. The other end was not visible in the handle; therefore, the clip was unlocked, opened, and inverted. The cds and clip were removed successfully. A new cds was used without issue. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported inability removing the lock line was confirmed via returned device analysis. The investigation determined that the observed knot led to the difficulty removing the lock line; however, a definitive cause for how the knot formed could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.